Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-13076. It was reported the patient experienced ineffective stimulation following a motor vehicle accident. X-rays confirmed the leads had migrated. Surgical intervention was undertaken on (B)(6) 2018 during which the existing leads were explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.